Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. The quality controls were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse noted an issue with the sample probe 1 mixer and replaced it. The cse ran mix and overmix tests and alignment of the reagent 1 and 2 and sample 1 arms and ran mix tests which passed. The instrument health report (ihr) indicated there was a clog in the aliquot probe which resulted in a low fill volume in the sample tube. The cse inspected the aliquot probe drain for gel buildup and checked the vertical alignment. The cause of the discordant, falsely low ecrea result is unknown. Sample integrity cannot be ruled out as a potential cause of the discordant result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.